Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that a cable was out from a maryland bipolar forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint that the instrument had a cable that was out. The instrument was found to have a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. The instrument passed electrical continuity testing. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering also found a bent bipolar pin. Engineering concluded that the scratches and bent pin were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported cable and tube issues if to recur could cause or contribute to an adverse event.